Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. Share log review and signal loss found in the log within the investigation window. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. The root cause was determined to be app crash. No injury or medical intervention was reported.